Event description:
The customer reported that the footboard was difficult to remove. There is no report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The footboard was replaced. The system was then found to be operating as intended.